Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu displayed error code c34 at startup, and the logs recorded code c00. Visual inspection indicates the unit is in good cosmetic condition. The probable root cause of error c34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe was experiencing c34 faults. Tse reviewed the logs and confirmed multiple c34 faults. Tse informed site to change the setting from swift mode to classic mode to clear the fault and use the erbe. But site used force triad to proceed. The procedure was completed with no reported injury.